Event description:
Pt was post right nephrectomy. He hemorrhaged and was returned to surgery where at least one clip on the gonadal vein was found to be dislodged. It had to be replaced in order to stop the bleeding. He required 21 units of prbc and over 100 units of ffp and cryoprecipitate. He required a third surgery at which time it was determined he had dic. Rptr does not know if there will be any long term effects.